Event description:
Pt slipped on the ice but did not fall. Twisting their leg sometime in 2003. Experienced pain and weakness. Was examined and x-rayed but no evidence of stem fracture was noted at that time. Further weakness and discomfort brought pt back for re-exam in 2004. At this point stem fracture was identified. Pt was revised.